Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter display was cracked. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6), 2011 at approximately 10am. The patient reportedly manages his diabetes with a combination of medications including a basal rate of humalog (1.1u per hour) and reported that when he was unable to use the subject meter to test his blood glucose, he consumed less food/drink at noon and 6pm of that same day. The patient claimed that approximately 4 hours later, he developed symptoms of "headaches, increased thirst and frequent urination" as a result of not being able to check his blood glucose and denied receiving any form of treatment. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and there was no mention of trauma/misuse to the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4) 2012 supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.